Event description:
An attempt was made to use an integrity bare metal stent to treat a vein graft (svg) at the anastomosis in a below the knee intervention. The lesion was moderately tortuous. The device was removed from packaging and inspected prior to use with no issues noted. It is unknown if negative prep or pre-dilatation were performed. It was reported that resistance was encountered when advancing the device and that the guidewire became bent during stent positioning. Excessive force had not been used. The stent had exited the tip of the guide catheter. The device was removed and on removal it was noted that some of the stent struts were damaged. Another integrity (same size) was used to complete the procedure. No reported patient complications or clinical sequelae reported.

Manufacturer narrative:
Results: (deformation problem) ¿ stent.

Event description:
Evaluation summary: the distal tip was damaged. A number of struts on the 13th and 14th distal segments were raised and deformed.

Manufacturer narrative:
Evaluation results: unapproved use of device (device not indicated for use in svg at the anastomosis below the knee). Inherent risk of procedure (stent deformation). Patients condition affected the effectiveness of the device (lesion morphology- moderately tortuous lesion). No results available since no evaluation performed - (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation codes, conclusions: known inherent risk (stent deformation). Off-label, unapproved or contraindicated use (device not indicated for use in svg at the anastomosis below the knee). Device failure/lack of effectiveness related to patient condition (lesion morphology - moderately tortuous lesion). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).